Manufacturer narrative:
Citation: alatawi fo et al. Clinical outcomes with transcatheter aortic valve implantation at a single cardiac center in saudi arabia. Journal title. Ann saudi med. 2018 may-jun;38(3):167-173. Doi: 10.5144/0256-4947.2018.167. Pub 2018 may 31. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the short and long-term clinical outcomes of transcatheter aortic valve implantation (tavi). All data were collected from a single center between february 2013 and december 2016. The study population included 80 patients (predominantly male; mean age 79.5 years), 55 of which were implanted with a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, 3 deaths occurred during the tavi procedure and an additional 8 patients died during the one-year follow up according to varc-2 criteria. Multiple manufacturers were noted in the literature; based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: permanent pacemaker implantation, left ventricle laceration, annular rupture, cerebrovas cular accidents within 2 weeks post-tavi, endocarditis 6 months post-tavi, minor/major/life-threatening bleeding, minor/major vascular complications, and mild/moderate paravalvular leak. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.